Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an atypical power cable disconnect alarm was confirmed via log file analysis. The reported event of an issue with the pump indicator led was not able to be confirmed. The system controller (serial number: (B)(6)) did not return for analysis. Data was reviewed from the reported event date of 04sep2024. At 18:16:12, an atypical power cable disconnect alarm activated due to faults on the black power cable. The alarm resolved at 18:16:59. The power cable disconnect did not affect the controller¿s ability to support the pump and there were no other notable events captured in the log file. There was no indication in the log files of a pump stop or an issue with the controller screen interface. No equipment was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced an alarm on (B)(6) 2024. The screen was completely blank and there was no pump running symbol, but then at some point the green circle came back. The alarm history on the system controller contained power cable disconnect for 42 seconds. When this alarm occurred, the patient was on a different set of battery clips and a different set of batteries from when the first alarm occurred on the original system controller on (B)(6) 2024. Log files on the current system controller were submitted for review and captured routine events. There were some power cable disconnect events noted but they were due to power source changes. There was nothing notable captured in the log file on (B)(6) 2024 at 1618.